Event description:
The doctor reports that the patient attended a routine check-up for their overdenture and noticed that the implant at tooth site 13 had mobility. Upon explantation, it was detected that the implant was fractured, leading to a flap surgery to retrieve the remaining part of the implant. The patient will return in the future for the placement of a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xifnt3210 (osseotite tapered certain implant 3.25 x 10 mm) for evaluation. Visual evaluation was performed. The implant had signs of use. The implant was fractured at the body. The tip of the implant was not returned. DHR review was completed for the subject lot number 2022050998. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022050998 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.